Manufacturer narrative:
Additional information was received that the ipg had not flipped, however, the ipg was explanted and replaced with a new ipg. The patient's remote control was able to communicate with the new ipg and the patient was reportedly receiving adequate stimulation. Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The ipg exhibited normal charging and discharging characteristics when charged with recommended optimal alignment. The charge profile revealed that the patient was having difficulty fully charging the ipg. The specific reason for the low charging current is unknown, but this condition can occur if the ipg is flipped, tilted, or deep inside the pocket. The ipg was able to communicate with different rcs without any issues.

Event description:
A report was rec'd that the pt was unable to communicate with the ipg. X-ray revealed that the ipg had flipped inside the pocket. A pocket revision has been recommended.

Event description:
A report was received that the patient was unable to communicate with the ipg. X-ray revealed that the ipg had flipped inside the pocket. A pocket revision has been recommended.